Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be premature depleting. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the s-ICD be returned back from the field for analysis.